Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle hub separated. The following information was provided by the initial reporter: 1 syringe need hub separated.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary customer returned one syringe with the hub separated and stacked in the shield. It was reported by the consumer that approximately 6 syringe needle hubs separated when removing needle shield and needle shield hard to remove. The hub was placed back to the syringe during the investigation and there were no issues when removing the shield. Then the shield test was applied using the chatillon to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs.) Sample 1 3.318 the syringe was tested within the specified acceptance range. Hence, the alleged issue shield does not detach could not be confirmed based on the investigation. A review of the device history record was completed for batch# 2010787. All inspections and challenges were performed per the applicable operations qc specifications. Since the issue could not be confirmed, the root cause cannot be determined.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle hub separated. The following information was provided by the initial reporter: 1 syringe need hub separated.